Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a palodent v3 pin tweezers broke during use. The tip broke when putting the clamp in patient's mouth. No injury.

Manufacturer narrative:
Product not returned, image in case depict a pair of 1st gen forceps batch# a1116 with a broken tip on one sides of the forceps. DHR nor retain evaluation can be conducted as the suspect product was received back in 2016 by ds nz and pre-dates when manufacturing/kitting activities were transferred to ds sarasota. (Nwv).